Event description:
It was reported that the customer was hospitalized due to high blood glucose of over 600 mg/dl and diabetic ketoacidosis. The customer stated that the cause of hospitalization was due to damages to the infusion set; the cats had chewed through the infusion set tubing without the customer's realization. The customer was released the day of the phone call, once the blood glucose levels had stabilized. At the time of the phone call the customer's blood glucose was 213 mg/dl. The customer stated that they were not getting insulin delivery due to a hole in the infusion set tubing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.